Manufacturer narrative:
(B)(4). One (1) viper2 straight rod480 mm was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at approximately 50mm from one end of the rod. The optical image of the fractured surface show evidence of plastic deformation and a rough appearance across the entire surface; indicating that the rod underwent a static overload failure. There was no evidence of striations or other indications of a fatigue failure. No material defects or other abnormalities were observed in this analysis. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the rod being broken intra-operatively cannot be determined. However, fracture analysis suggests that fractured surface show evidence of plastic deformation and a rough appearance across the entire surface; indicating that the rod underwent a static overload failure. Since there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closedwith no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After making a scoliose from th3 to l3, using expediumverse set with screws and a cocr rod, the surgeon was making the last corrections in the cranial end of construction, with the insitu bendes from the set. The rod broke in top of construction, and he had to loosen all set-screws and replace a new made rod and change one screw. Delay 60 minutes.